Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous right coronary artery with 90% stenosis. The lesion was pre-dilated with a 2.0x12 mm non-compliant balloon at 12 and 14 atmospheres (atm) and then the 2.5x23 mm xience prime stent was deployed at 10 atm. Post-dilatation was performed with a 2.50x15 mm non-compliant balloon at 14 atm and then a distal edge dissection was noted. A 2.5x15 mm xience prime stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.